Event description:
It was reported that the wire tip detached during the procedure. A 200 cm v-18 control wire 8 cm poly tip was selected for use to pass an occluded popliteal artery in which the stenosis was very calcified. It was noted that during the procedure, excessive force and twisting of the wire occurred, but not more than is typically required for similar complex anatomy. Upon retracting the v-18 control wire into the catheter, it was discovered that 4cm of the distal tip broke off inside the catheter, but not inside the patient. The catheter was removed, and the detached wire tip was collected. A new wire, which was the same model, was used to complete the procedure successfully. The patient condition post-procedure was reported as stable.

Manufacturer narrative:
A2: patient age reported as 80's. Device analysis by MFR: the guidewire was received and a section of its polymer tip (approximately 6 cm) was detached from the guidewire. The detached section was returned together with the device. The rest of the polymer tip attached to the guidewire did not show damages. The distal tip was kinked approximately at 197.5 cm from the proximal end. No further damage was found in the returned device.

Manufacturer narrative:
Patient age reported as (B)(6).

Event description:
It was reported that the wire tip detached during the procedure. A 200 cm v-18 control wire 8 cm poly tip was selected for use to pass an occluded popliteal artery in which the stenosis was very calcified. It was noted that during the procedure, excessive force and twisting of the wire occurred, but not more than is typically required for similar complex anatomy. Upon retracting the v-18 control wire into the catheter, it was discovered that 4cm of the distal tip broke off inside the catheter, but not inside the patient. The catheter was removed, and the detached wire tip was collected. A new wire, which was the same model, was used to complete the procedure successfully. The patient condition post-procedure was reported as stable.